Manufacturer narrative:
The actual device has been returned and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the hub of the device partially separated from the body of the sheath. Follow up communication with the user facility confirmed the following information: the hub of the sheath partially separated from the sheath body during a procedure; the physician was able to remove the sheath; blood loss was less than 250cc; and no medical intervention was required, patient is okay.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results as well as make corrections to the event date and device returned date initially reported incorrectly. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed a kink in the sheath. The sheath had stretched and was slightly separated at the sheath support. An evaluation of the retention samples from the reported lot as well as the surrounding lots manufactured were conducted. There were no visual defects observed. Functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however, based on the available information it is likely that the device encountered calcification or tortuous anatomy. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.